Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with current obesity and a history of open colorectal surgeries underwent an incisional epigastric, umbilical, infraumbilical easily reducible hernia involving the mesh. Following the procedure, the patient experienced severe abdominal pain. On (B)(6) 2025, an x-ray was performed to diagnose seroma. The pain resolved. Both the investigator and sponsor assessed the event as possibly related to the index procedure and the study mesh.